Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, rash, redness and infection, under entire patch area. The skin was prepped with a skin barrier spray (nobecutan) prior to insertion. The reaction was treated with a prescription of oral medication (duracef). At the time of report patient condition was unspecified. No photo was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.